Event description:
The customer reported that the insulin pump kept alarming no delivery, and the device was not functioning. Assisted the customer to run a manual prime and the insulin pump did not alarm no delivery. Instructed the customer to remove the reservoir plunged and to program a fixed prime into the air and the device did alarm no delivery. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.